Event description:
It was reported that the patient had a syncopal episode (lost consciousness), fell over and had a craniocerebral injury. Upon interrogation of the implantable pulse generator (ipg) it was found that the lead was not capturing. The parameters on the ipg were adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.